Manufacturer narrative:
The returned incepta implantable device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was not recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The patient did not exhibit any device-related patient symtom/condition

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed two and a half years three months ago and recently battery showed less than three months. An engineering analysis was performed in which it showed that the device had no low voltage fault but was depleting in a manner consistent with the lv capacitors advisory. Moreover, the device hardware was not detecting the loss of battery energy. Hence, the battery status indicator was not reflecting the depletion condition and were inaccurate. The device was malfunctioning and should be replaced. Also, device should be returned for a detailed analysis. Additional information from the field indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed two and a half years three months ago and recently battery showed less than three months. An engineering analysis was performed in which it showed that the device had no low voltage fault but was depleting in a manner consistent with the lv capacitors advisory. Moreover, the device hardware was not detecting the loss of battery energy. Hence, the battery status indicator was not reflecting the depletion condition and were inaccurate. The device was malfunctioning and should be replaced. Also, device should be returned for a detailed analysis. Additional information from the field indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The patient did not exhibit any device-related patient symtom / condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed two and a half years three months ago and recently battery showed less than three months. An engineering analysis was performed in which it showed that the device had no low voltage fault but was depleting in a manner consistent with the lv capacitors advisory. Moreover, the device hardware was not detecting the loss of battery energy. Hence, the battery status indicator was not reflecting the depletion condition and were inaccurate. The device was malfunctioning and should be replaced. Also, device should be returned for a detailed analysis. To date, the device remains in service. No adverse patient effects were reported.